Manufacturer narrative:
Dates of death, event, and implant: estimated dates. The device was not returned for analysis. In this case, there was no reported device malfunction associated with the clip delivery system (cds). A review of the lot history record could not be performed as no lot information was provided. The investigation determined the reported death was due to renal failure, however the investigation was unable to determine a conclusive cause for renal failure. The reported patient effects of death/expired and renal failure as listed in mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report a death. It was reported in a literature review that this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4. It was noted dyspnea, liver cirrhosis and prior surgical procedure of the left ventricle. One xtr clip delivery system was successfully deployed, reducing mr. However, approximately 6 weeks post-implantation of the clip, the patient died due to progression of renal failure. Additional details are provided in the attached article titled, "transcatheter structural heart disease intervention ¿from ready-made to custom-made therapy." No additional information was provided.

Manufacturer narrative:
(B)(4).